Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe leaked. The following information was provided by the initial reporter: the customer claims that the black rubber stopper has a leakage. The medication contained in the syringe (antibodies) leaked and fell on the protective mat.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2001234, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of lot 2001234 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe leaked. The following information was provided by the initial reporter: the customer claims that the black rubber stopper has a leakage. The medication contained in the syringe (antibodies) leaked and fell on the protective mat.